Event description:
Reportedly, because of repositioning of ventricular lead intervention, the device was disconnected during 2 hours. When the doctor wanted to reconnect the device, pacing mode was ooo and it was not possible to reprogram the device. ¿nominal¿ programming was triggered and the device could then be reprogrammed.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.